Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were about to rewarm a patient on the arctic sun device but were getting an alarm that the probe could not be read. Rectal probe in place and it had been confirmed. The probe was connected to temperature port 1. The patient temperature was 35.8c and target temperature was 36c. Nurse confirmed alarm 14 (patient temperature 1 probe out of range) and 114 (treatment stopped) in event log. Mis suggested replacing probe and or temp in cable if alarm 14 (patient temperature 1 probe out of range) continues. Nurse stated that they did not see an option to rewarm. The device was in normothermia. Nurse adjusted rewarm rate to 0.2c/hr per protocol and stayed in normothermia. Per follow up information received via phone on 24jan2023, it was reported that once the nurse called mis and midway through troubleshooting the device started to work on its own. It was unknown whether the therapy was completed or not because shifts changed. The device did not get to biomed.

Event description:
It was reported that they were about to rewarm a patient on the arctic sun device but were getting an alarm that the probe could not be read. Rectal probe in place and it had been confirmed. The probe was connected to temperature port 1. The patient temperature was 35.8c and target temperature was 36c. Nurse confirmed alarm 14 (patient temperature 1 probe out of range) and 114 (treatment stopped) in event log. Mis suggested replacing probe and or temp in cable if alarm 14 (patient temperature 1 probe out of range) continues. Nurse stated that they did not see an option to rewarm. The device was in normothermia. Nurse adjusted rewarm rate to 0.2c/hr per protocol and stayed in normothermia.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.